Event description:
It was reported that a malfunction occurred on a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions on how to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to report back if any further issues occurred.